Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer encountered bipolar messages when trying to activate bipolar energy. The live logs were not currently available. Customer tried both bipolar energy ports, two different bipolar instrument cords, and two different bipolar instruments before calling the technical support engineer (tse). Customer stated the surgeon was getting a "short circuit" message during activation. Customer stated that they got error c-84 on erbe screen. Tse asked customer to have the surgeon grasp more tissue, so that instrument tips don't touch. Tse asked customer to cycle erbe power if possible. Surgeon continued with the case robotically. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: all surgical procedures were able to be completed robotically using the erbe in the state that it was. An fse was dispatched and the erbe was replaced following the procedures.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse identified c-84 errors on bipolar and replaced the integrated electrosurgical unit (iesu) to resolve the issue. System tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) involved with this complaint and completed the evaluation. Failure analysis could not reproduce the reported complaint. The unit energized and cauterized and all ports recognized instruments. As a safety precaution the unit will be returned to OEM for further investigation. No image or procedure video was provided for review. System log review was performed. Per the review, the following was confirmed: a unilateral inguinal hernia repair procedure was performed on system (B)(4) on (B)(6) 2022. This complaint is being reported based on the following conclusion: the electrosurgical generator unit (esu) was in a compromised state after the start of the procedure and the surgeon was able to continue with the procedure robotically with the iesu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.